Event description:
It was reported to philips that the customer replaced the therapy pca and the device language is now french instead of english. There was no reported patient involvement/adverse patient impact.